Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2014. The patient reported blood glucose results around ¿400's, 500's and 700's mg/dl¿ with the subject meter. Per the owner¿s booklet, the subject meter¿s technical specification indicates the reported result range is between ¿20 mg/dl to 600 mg/dl.¿ the patient manages her diabetes with insulin. Based on the alleged results, the patient increased her usual dose of humalog insulin (15 units) and lantus insulin (10 units). About 20 minutes after, the patient claimed she felt symptoms of dizzy and ¿seeing lights.¿ emergency medical services (ems) was contacted. The patient obtained a blood glucose result of ¿37 mg/dl¿ with the ems meter. The patient was given glucose tablets (37.5 grams) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result with the ems meter suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.